Event description:
The hospital technician opened the 4max reperfusion catheter package and, after removing hoop from packaging, attempted to remove the 4max reperfusion catheter from the hoop and the connector was broken from catheter. A new 4max reperfusion catheter was opened and the procedure continued without incident as a result of this event.

Manufacturer narrative:
Conclusion: this device is available for return and a follow-up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Results: the catheter is broken into two pieces. This damage is distal of the hub approximately 2.5 cm. The plastic extrusion material is also frayed/stretched at the break site. Conclusion: the complaint has been evaluated and confirmed. The complaint describes that during removal of the device from the packaging hoop, the technician noted that the connector/hub broke. This brake was below the hub approximately (2.5cm). The break occurred in the middle of the extrusion, underneath the strain relief and the break site showed signs of material stretching. Based on these observations, it is likely that catheter was pulled with too much force during removal from the packaging and the force was greater than the tensile force of the material. This can occur if the catheter is removed at an angle from the packaging hoop, creating resistance and causing the user to pull with greater force to remove the catheter. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.